Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with palpitations. The patient transmitted remotely through merlin.net transmission. Review of egms noted intermittent ventricular undersensing during vt episodes. The episodes were confirmed to be supraventricular tachycardia. There was also r-wave amplitude variation that appeared to be the cause of some ventricular undersensing. Recommended programming changes will be discussed with the following physician.